Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer stated that his blood glucose spiked to over 250 mg/dl due to eating sweets. He stated that he overcompensated for the high blood glucose by treating, and his blood glucose dropped to the mid- 40 mg/dl range. He also reported that he had had a few issues with insertion sites, in which case the insulin did not seem to be going through even after a site change. He was unsure of the cause of this issue but declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.